Event description:
Received information pt was hospitalized due to high bg's.

Manufacturer narrative:
During troubleshooting with pt's mother a review of the device alarm logs were reviewed and no alarms or alerts were documented in the last two days. Pt's mother believes high bg's were caused by a problem with the infusion set or site. No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.